Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant the patient experienced new onset of atrial fibrillation. Medications were administered. The system is still in use. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.